Event description:
During an interventional procedure using the 4fr xmi possis catheter, the catheter became immovable on the interventional wire while thrombectomy was in progress and the catheter was being moved from the distal to proximal area of the vessel. The product and wire were removed as a single unit and the catheter became free while in-vitro.